Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the "description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock on the evening this device was implanted. Automatic setup was performed and secondary vector was chose with smart pass on. A boston scientific technical services consultant communicated to the caller that the observation is suspect for air bubbles and secondary vector will most likely correct the issue. No adverse patient effects were reported.